Manufacturer narrative:
For each of the complaints, the devices were returned to bd for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model mc1816 biopsy instrument experienced self-activation and failure to prime. These reports were received from various sources. Of the two events, both involved patients with no patient consequences. Age, weight, and gender were not provided for both patients.

Manufacturer narrative:
H10: of the two devices, one lot number was provided, and a lot history review was performed. Of the two reported malfunctions, both devices were returned for evaluation. Self-activation and failure to prime were confirmed for one of the device. Self-activation was observed in the other device, but failure to prime was not observed. A root cause has not been determined. The device(s) was/were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the events indicated that model mc1816 biopsy instrument allegedly self-activated and failed to prime. These reports were received from various sources. The alleged malfunction involved a patient with no known impact to the patient. Age, weight, and gender were not provided for both patients.